Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge.due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The fiber proximal to fracture could rotate independently of the metal cap. The fiber was visually infected and found to exhibit severe devitrification at output window of the glass cap and mild detritus adhesion on surface of metal cap. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical or procedural factors, such as prolonged tissue contact would limit the performance of the fiber and cause reduced vaporization efficiency. The fiber was tested with hene (helium-neon) laser fixture and it revealed the aim beam was forward facing, due to the distal circumferential fracture. There were no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that where there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that the laser beam was coming out the top of the tip after 109,034 joules and 13:26 minutes. There was a possible mirror issue. The fiber tip was not cleaned during the procedure. The color of the light was the same as the laser beam. There were no stones in the prostate. No messages were displayed on the console. The fiber was changed to complete the procedure with no clinical consequences to the patient.

Event description:
It was reported that the laser beam was coming out the top of the tip after 109,034 joules and 13:26 minutes. There was a possible mirror issue. The fiber tip was not cleaned during the procedure. The color of the light was the same as the laser beam. There were no stones in the prostate. No messages were displayed on the console. The fiber was changed to complete the procedure with no clinical consequences to the patient.